Event description:
It was reported that the unit was failing the pressure transducer test during the pre-use check. There was no pt involvement. (B)(4).

Manufacturer narrative:
Replaced part and more info has been requested for investigation. A supplemental medwatch will be submitted when the investigation is completed.

Manufacturer narrative:
The investigation of the reported ventilator has been finalized. The ventilator was investigated at the hospital by our field service engineer. The reported fault during the pre-use checks could be reproduced during the on-site investigation. After the exchange of the pressure transducer the ventilator passed the pre-use checks and was returned back to service. The evaluation of the returned device logs can confirm that the pressure transducer test failed at the reported date of event during the pre-use checks. No other technical error codes can be confirmed from the device logs. The replaced pressure transducer was not returned for investigation, therefore the cause as to why the transducer failed cannot be established.

Event description:
(B)(4).